Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor has been giving her false low readings at night. She got up and ate and blood glucose was almost at 300 mg/dl in the morning. The customer also stated that the day before, she experienced low blood glucose of 44 mg/dl and the sensor was reading 100 mg/dl. The customer also mentioned having bruising, red welts and pain at the sensor site. Customer declined transfer for troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.